Manufacturer narrative:
(B)(4).

Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00543 and 2084725-2015-00544.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of trending of the product malfunction code and system risk analysis (sra). The lot number does not match advanced sterilization products' cyclesure® lot number format, so investigation based on lot number could not be performed. The customer was unresponsive to multiple follow-up attempts. DHR review could not be performed as the lot number is unavailable. Trending analysis for the product code of "suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Lot history review could not be performed as the lot number is unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The cyclesure® 24 bi was not returned; therefore, no visual analysis was performed to evaluate possible user error. Retains evaluation could not be performed as the lot number is unavailable. Insufficient information is available to determine the most probable cause. The issue will continue to be tracked and trended.